Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported patient experienced overstimulation (heating sensation) at the ipg pocket when stimulation is turned on. Patient turned the stimulation at a lower setting and hence has not experienced heating sensation. Surgical intervention may be undertaken at a later date to address the issue.

Event description:
Additional information identified that surgical intervention was undertaken wherein the ipg was explanted and replaced with another model.